Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that led to inappropriate pacing. Programming was discussed for this patient's device. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that led to inappropriate pacing. Programming was discussed for this patient's device. This ra lead remains in service. No adverse patient effects were reported.